Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection in a laparoscopic inguinal hernia repair, the seal of the trocar dislodged when the surgeon placed the camera into the trocar, and gas was leaking out making the surgeon unable to inflate the dissection balloon. They opened another device to resolve the issue in order to complete the case. There was no patient injury.